Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) was completed. The reported problem (unable to charge a battery) was confirmed. Upon investigation, the charger was unable to charge/recognize a battery. The failure was isolated to an internally open y1 crystal oscillator on the bedside board. The root cause for the open y1 crystal oscillator could not be positively identified. No adverse events occurred from the defective charger.

Event description:
A us distributor reported that a patient's battery charger was unable to charge a battery.